Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that on an unknown date it was noticed that the buttress/compression nut would not turn onto the protection sleeve. The threads of the buttress/compression nut reportedly jammed. There was no patient or surgical impact. This report is for one (1) protect sleeve 16/11 f/pfna blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: customer quality (cq) zuchwil selected flow(s): device interaction/functional . Visual inspection: the protection sleeve (356.818) and the buttress nut (356.817) are returned in a jammed condition. There are hammer and tool marks visible on the buttress nut. The protection sleeve is slightly deformed and shows also some impression marks. Functional test: based on the damage at the sleeve thread (thread deformation) and the damaged buttress it is not possible to disassemble the parts. Dimensional inspection: the investigation has shown that the cause of the complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Document/specification review: review of the device history record showed that there were no issues during the manufacture of these products. Summary: the complaint condition can be confirmed due to the visible damages/ jamming on both devices. Based on the provided information, it is not possible to determine the exact cause of the complained issue. However, due the visible marks, we suppose that the instruments were subjected to excessive use and which most likely led to this complained issue. A review of the DHR for the mentioned parts were researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The instruments met the specifications at the time of manufacturing and distributing. We can confirm that the complaint condition is not from any manufacturing non-conformity. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 356.818, lot: 9692683, manufacturing site: bettlach, release to warehouse date: dec 18, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.